Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) sent the instrument to the manufacturing engineering team, and the team found the conductor wire breakage near the internal hypotube junction within the main tube and below the waterfall area in the main tube. The suspected cause of the breakage is due to the interaction between the conductor wire and the waterfall pulley within the main tube, in which the waterfall pulley potentially cut the conductor wire.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument's energy did not activate. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was observed during the procedure, and no additional details regarding arcing were applicable. The patient did not experience any injury or adverse event during or after the surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have passed the recognition and engagement tests. The instrument was connected to an in-house energy generator and failed the energy delivery test. Electrical continuity test failed in one of the grips. No damage was found on conductor wires. Initial findings confirmed the instrument passed energy recognition, however, fails to deliver energy. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the energy instrument identification bipolar (eiib) board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypo tube-cable junction. The internal hypo tube junction is within the main tube, near where the main tube meets the lower chassis. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.